Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient temperature was above on target temperature and they are got alert 113 (reduced water temperature control). The patient temperature was 38.2c, target temperature was 37c, flow rate was 3.3lpm, water temperature was 34.5c. The system diagnostics are system hours was 5146, pump hours was 4564, chiller temperature (t4) was 4.5, mixing pump command was 100 percentage. They were instructed to empty and disconnect pads and use another device. Per work order update on 11sep2023, the device would not cool during functional check. The flow rate was 1.7, chiller temperature (t4) was 4.2 and mixing pump command (mpc) was 100%. Device did not cool below 24c and stated that the mixing pump failed. Biomed stated that they would order the 4 components (mixing pump, circulation pump, heater and drain valves) and perform 2000-hour service in house. As per follow up information received via task on 05oct2023, the water pump was broken and the water temperature would not regulate. The patient was male. No other identifying information could be provided. Therapy was completed on a different device. The original device was sent to biomed. There was no impact to the patient. Information to biomed could not be provided.

Event description:
It was reported that the patient temperature was above on target temperature and they are got alert 113(reduced water temperature control). The patient temperature was 38.2c, target temperature was 37c, flow rate was 3.3lpm, water temperature was 34.5c. The system diagnostics are system hours was 5146, pump hours was 4564, chiller temperature (t4) was 4.5, mixing pump command was 100 percentage. They were instructed to empty and disconnect pads and use another device. Per work order update on 11sep2023, the device would not cool during functional check. The flow rate was 1.7, chiller temperature (t4) was 4.2 and mixing pump command (mpc) was 100%. Device did not cool below 24c and stated that the mixing pump failed. Biomed stated that they would order the 4 components (mixing pump, circulation pump, heater and drain valves) and perform 2000-hour service in house.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.